Event description:
It was reported that patient¿s personal therapy manager (ptm) was not uploading information, the refill date not accurate. Patient was last refilled in late october 2013 and date on ptm continued to show (B)(6) 2013. The ptm was recoupled to the pump and they were able to get updated refill date of (B)(6) 2014 and the issue was noted to be resolved. Drugs delivered via the device were baclofen, morphine and another drug name unknown to the reporter.

Manufacturer narrative:
Concomitant medical products: product ID: 8709 lot# serial# (B)(4) implanted: (B)(6) 2011 product type: catheter. Product ID: neu_ptm_prog. Product type programmer, patient (B)(4).